Event description:
Stapler would not connect with robotic arm. Stapler would not initiate. Scrub tech rotated shaft of stapler arm one direction. Then the other direction, and the stapler worked properly.